Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient had stoma site granuloma, stoma site pain and stoma site sticky dark secretion. No treatment administered. It was reported on (B)(6) 2019 that since one week ago the granuloma reappeared with pus and mild bleeding. The patient visited his general practitioner and was prescribed antibiotic cloxacillin 500mg 3 times daily for 6 days.